Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This flow rate failure mode is not reportable. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. The high psi was changed from 315 to 322psi. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
On 08/21/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the floowrate test. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing failed. The pump needed to be calibrated. Recalibrated 30 psi from 315 to 322. Recalibrated flowrate from 6% to -1%. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).